Manufacturer narrative:
On the other hand, insulin pump error alarm found in the pump history due to software error. Also, hardware low level failure alarm is confirmed in the formatted history file due to a loose connection or a cold solder joint at u1 keypad assembly. No other unexpected audio, vibrate anomaly, absence of alarms were noted during testing. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had a multiple pump error alarm. The customer stated self test was passed. Customer stated insulin pump did not show any physical damage. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.